Manufacturer narrative:
G5. Multiple 510(k): k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a software issue caused false positive results. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing noise in the pcr curves which the instrument is interpreting as positive results. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument health check, robot calibration, gantry alignment, and replacement of pipette pumps on channel 1 and 2. The instrument was qualified for use without errors and the instrument meets bd specifications. This complaint is confirmed by service and quality. The root cause cannot was traced to component failure of the pipettor pumps. Returned material testing is not required for this complaint. The complaint was evaluated via other elements of the investigation. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a software issue caused false positive results. There was no report of patient impact.